Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during a knee scope it was noticed the post on the articular surface was severely eroded. A revision surgery is scheduled.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that patient has now been revised.

Manufacturer narrative:
Visual inspection of the returned articular surface confirms that the post had fractured off. Scratches and gouges were noted on the component backside. Pitting was also noted on the condylar surfaces and there was a large gouge on the lateral edge. Dimensional analysis could not be performed due to the noted pitting and gouges on the surface. Review of the device history records identified no deviations or anomalies. Review of the primary operative notes states that the patient underwent total knee arthroplasty due to right knee osteoarthritis. Full extension to approximately 140 degrees of flexion with good stability was noted with the trial components. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Per the nexgen cr-flex and lps-flex package insert, loosening or fracture/damage is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.